Event description:
The event is reported as: the customer alleges that it is difficult to inflate the cuff of the endotracheal tube. The failure was detected during the pre-check of the device. No report of a patient injury or delay in treatment.

Manufacturer narrative:
The sample was received by the manufacturer, but the investigation is incomplete at the time of this report. From the picture it was not observed a "difficult to inflate cuff". No other defects were observed. Per DHR (device history record) the product CT tube, cf, 8.5, lot # 01f1200024 was manufactured on 06/12/2012. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required.